Manufacturer narrative:
The events of infection and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not explanted, as the situation resolved without exploration or surgery.

Event description:
Healthcare professional reported a patient might have a bleed or infection, side unspecified. The device remains implanted.